Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A microscopic examination of the bi-component bond location found that the inner shaft itself was stretched and accordioned at 1 mm distal to the bi-component bond for a distance of 3 mm distally. The midshaft was severely stretched and kinked from the guidewire exit port for a distance of 73 mm proximally. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual examination of the crimped stent found no issues. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles and the balloon tube profile were reviewed. Initial analysis of the balloon noted the balloon had the appearance of having been inflated; however, the balloon was fully deflated on return. As part of the examination, the balloon was attempted to be inflated with an inflation device; however, liquid was observed to be leaking from a burst in the damaged area of midshaft at 12 mm proximal to the guidewire exit port. The balloon was only able to be partially inflated due to the burst in the midshaft and was unable to be deflated. The stent was not returned for analysis as it was placed in the lesion site; however crimp markings were evident on the wall of the balloon. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issues and catheter removal difficulties occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 50mmx2.5-3.5mm, eccentric, de novo target lesion was located in the moderately tortuous and non-calcified left anterior descending artery (lad). After a 6f jl4 guide catheter was placed, a 0.014 non-bsc guidewire was advanced to cross the lesion. Predilation was then performed with a 2x12mm balloon catheter resulting to 0% residual stenosis. Subsequently, a 24x3.50mm synergy¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the distal segment of the balloon did not deflate completely and remained stuck to the end of the catheter. After several balloon inflation and deflation attempts, the synergy¿ stent delivery system was eventually removed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation issues and catheter removal difficulties occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 50mmx2.5-3.5mm, eccentric, de novo target lesion was located in the moderately tortuous and non-calcified left anterior descending artery (lad). After a 6f jl4 guide catheter was placed, a 0.014 non-bsc guidewire was advanced to cross the lesion. Predilation was then performed with a 2x12mm balloon catheter resulting to 0% residual stenosis. Subsequently, a 24x3.50mm synergy¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the distal segment of the balloon did not deflate completely and remained stuck to the end of the catheter. After several balloon inflation and deflation attempts, the synergy¿ stent delivery system was eventually removed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.